Event description:
Caller alleged discrepant results with inratio versus lab. On (B)(6)2007, patient did side-by-side test with his monitor and the md monitor (coaguchekxs) with the same finger stick. First drop with the md monitor was 4.2, second drop with patient inratio meter was 2.6 and the third drop with the md monitor was 4.1. A veinous draw was a 3.3. On (B)(6)2009, patient tested inratio and got a 4.0, then used another finger for his md monitor and got a 3.0 and a veinous draw was performed immediately after and was 2.8. Patient has had meter for approximately 4 years with no problems. Not on any heparin drugs. No change in diet. Did have some bruising.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The comparative system was the doctor's (coagucheckxs) meter. The comparative system for tests 2 and 4 are from a lab draw. The mean of the inratio meter and comparative system inr were calculated . The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. Meter was returned and functional testing was performed on 5/11/2009 and meter passed. No corrective action is required as no product deficiency was established.